Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 162 mg/dl. The customer stated that they are unable to perform troubleshooting at the time of the phone call and would like to return the reservoir and the infusion set for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.